Manufacturer narrative:
In the report from treating physician the treatment to patient given was the following: on (B)(6) 2018, dr. (B)(6) performed left hip open reduction and internal fixation on patient 1004, using a sliding hip screw and side plate.

Event description:
Report from treating physician: serious adverse event report on patient 1004 who fell on (B)(6) 2018, sustaining an ipsilateral periprosthetic intertrochanteric hip fracture that required operative fixation with a sliding hip screw and side plate construct on (B)(6) 2018. On (B)(6) 2018, the patient was storing a bicycle when she stepped on a pedal with her prosthetic foot, lost her balance and fell. She had immediate left hip pain. Radiographics obtained at a local urgent care facility were confirmed to show an intertrochanteric hip fracture.